Manufacturer narrative:
Correction: quantity corrected. 84 cases affected. Device evaluation has been completed. The following information has been updated: b.5. Describe event or problem: it has been reported that the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube has been found experiencing 84000 occurrences of label lift off before use. The following has been provided by the initial reporter: it was reported the labels are peeling off. Customer called about labels are peeling off. Need to do visual inspection. Check existing stock for the labels curling on the corners. D.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 2019-10-22. H.3. Device returned to manufacturer: yes. H.3. Device eval by manufacturer? Yes. H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for labels peeling off with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It has been reported that the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube has been found experiencing 84000 occurrences of label lift off before use. The following has been provided by the initial reporter: it was reported the labels are peeling off. Customer called about labels are peeling off. Need to do visual inspection. Check existing stock for the labels curling on the corners.

Event description:
It has been reported that the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube has been found experiencing 84000 occurrences of label lift off before use. The following has been provided by the initial reporter: it was reported the labels are peeling off. Customer called about labels are peeling off. Need to do visual inspection. Check existing stock for the labels curling on the corners.

Manufacturer narrative:
Correction: quantity corrected. 84 cases affected. Device evaluation has been completed. The following information has been updated: it has been reported that the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube has been found experiencing 84000 occurrences of label lift off before use. The following has been provided by the initial reporter: it was reported the labels are peeling off. Customer called about labels are peeling off. Need to do visual inspection. Check existing stock for the labels curling on the corners. H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube has been found experiencing label lift off before use. The following has been provided by the initial reporter: it was reported the labels are peeling off. Customer called about labels are peeling off. Need to do visual inspection. Check existing stock for the labels curling on the corners.